Event description:
Complainant alleged that the helicopter team was monitoring a 64 yr old male stroke victim. While the team was communicating with the tower the signal sent the unit's display into a scramble. The paramedics had another device on board the flight to monitor the pt. There was no adverse efect on the pt.